Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID neu_unknown_cath, product type: catheter.

Event description:
Information was received from a company representative regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was (B)(6) 2016. It was reported a catheter event occurred. The representative was in the operating room at the case and requested assistance with length specifications and markings in order to calculate a new catheter volume. No symptoms were reported.